Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
Case is re-opened to report the results of the interim analysis report. The external visual inspection revealed the electrode was cut prior to receipt and the photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was obtained intermittently. The electrode condition prevented some of the electrical tests from being performed. The device failed the residual gas analysis test. Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited further testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was obtained intermittently. The electrode condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across shorting electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues followed by loss of lock. External equipment was exchanged and programming adjustment were made, however, the issue is not resolved. Revision surgery will be scheduled.